Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead and insulation damage was observed on the right atrial (ra) lead. During revision, diagnostic imaging showed a conductor fracture on the rv lead. The ra lead and rv lead were capped. The rv lead was successfully replaced with a new rv lead. The ra lead was not replaced due to patient condition. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-06584.